Event description:
Customer reports husband received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21411j, reader sn (B)(4)). A repeat cue covid-19 test performed on (B)(6) 2022 provided a positive result. Individual had symptoms of fever, chills, general malaise and diarrhea beginning on (B)(6) 2022. Individual was prescribed paxlovid on (B)(6) 2022 after receiving the cue covid-19 positive result.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.